Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer reported a keyboard failure. The fse was unable to duplicate the issue but found the 5v power supply was out of specification. The fse replaced/adjusted the ps1 power supply to resolve the issue. The fse verified system functionality. A problem with the power supply would cause this issue. The power supply is a hardware component that supplies power to the system. It regulates the voltage to an adequate amount, which allows the system pcb's to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Based on age of the system, manufactured in 2000, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.